Event description:
Mobi-c p&f us : disassembled during insertion. An information was received about a mobi-c incident. Upon insertion the implant dislodged from the inserter. The implant was not even implanted. There was no harm done to the patient . Another implant of the same size was opened and implanted. Additional informations received on december 20th 2018 : the current state of health of patient is good , the exact date when the event occured was the (B)(6) 2018; level c5-c6 was implanted ; implant disloged before entering disc space ; disc stop adjusted at zero ; according to the reporter , the surgical technique was followed during mobi-c assembly on inserter , ; disc space was under distraction, the reporter don't know if the surgeon encouter resistance while inserting prothesis - no angle or rotaional movement applied during implant insertion , no diiference in surgical steps between the first and second implant no per-op images are availables , the reporter don't know if the surgeon used the no touch level mobi-c the surgeon did'nt use the distraction forceps. Additional information received on february 20th 2019: no delay on surgery. Clarification on the event has been provided : it simply came apart while the doc was getting ready to insert the implant.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Additional information received on february 20th 2019: no delay on surgery. Clarification on the event has been provided : it simply came apart while the doc was getting ready to insert the implant. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is a poor preparation. It points out that the surgeon should have not followed the instruction as mentioned in the surgical techniques (step 1 to 3). However, for the lack of information received from the reporter and on the fact that the product didn't return to the manufacturer this hypothesis could not be validated. Root cause is unknown with hypothesis of user error (poor preparation). If additional information is received on that case, the complaint will be reopened.

Manufacturer narrative:
This medwatch is submitted to send the an initial report about a mobi-c complaint. The review of the device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. Information requests are in progress to obtain more information about the incident. Conclusion is not yet available. Scrapped by hospital.

Event description:
Mobi-c p&f us: disassembled during insertion. An information was received about a mobi-c incident. Upon insertion the implant dislodged from the inserter. The implant was not even implanted. There was no harm done to the patient. Another implant of the same size was opened and implanted. Additional informations received on december 20th 2018: the current state of health of patient is good, the exact date when the event occured was the (B)(6) 2018; level c5-c6 was implanted; implant dislodged before entering disc space; disc stop adjusted at zero; according to the reporter, the surgical technique was followed during mobi-c. Assembly on inserter; disc space was under distraction. The reporter don't know if the surgeon encounter resistance while inserting prothesis. No angle or rotational movement applied during implant insertion. No difference in surgical steps between the first and second implant. No per-op images are available. The reporter don't know if the surgeon used the no touch level mobi-c. The surgeon didn't use the distraction forceps.